Event description:
It was reported that the micro sagittal saw displayed a bias current message during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the micro sagittal saw displayed a bias current message during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not returned.